Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. The cause could not be identified because the product was not returned and additional information could not be obtained from the customer. It is presumed that the events occurred due to the following factors: (1) the image processing substrate was damaged; (2) the power supply board has failed.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer experienced no image (black screen) or menu response from his unit. The customer completed several troubleshooting attempts such as leaving the unit unplugged for several days, and trying another outlet and power cable to no avail.